Event description:
It was reported that the pump experienced a motor not running error and a small case damage.

Manufacturer narrative:
Additional information was received indicating the issue was found during a bench test. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the top case was cracked/chipped, the right plunger case was cracked and there was visible contamination. Review of the event history log showed an occurrence of a "motor not running" error message. Functional testing involved occlusion testing. The reported issue was duplicated during the investigation. The investigation determined that the main printed circuit board was the cause of the reported issue. The sensor was not aligned with the work coupling gear-facets. Based on evidence and investigation, the complaint allegation was confirmed. The main printed circuit board was re-assembled and realigned. The top case was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.

Manufacturer narrative:
Additional information was received indicating the issue was found during a bench test. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the top case was cracked/chipped, the right plunger case was cracked and there was visible contamination. Review of the event history log showed an occurrence of a "motor not running" error message. Functional testing involved occlusion testing. The reported issue was duplicated during the investigation. The investigation determined that the main printed circuit board was the cause of the reported issue. The sensor was not aligned with the work coupling gear-facets. Based on evidence and investigation, the complaint allegation was confirmed. The main printed circuit board was re-assembled and realigned. The top case was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.